Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed on the anterior-2/posteiror-2 (a2/p2) leaflet. There was challenging visualized with the subvalvular anatomy due to the presence of an aortic sapiens valve generating a shadow. While navigation the clip below the ring, the mitraclip xtw became caught within the rope. Troubleshooting was preformed unsuccessfully and the clip was deployed on the rope. A second mitraclip xtw was then successfully planted on the a2/p2. The final mr was grade 2. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.